Event description:
The international philips field service engineer (fse) reported that a ventilator experienced a touchscreen issue. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.